Manufacturer narrative:
Initial report ref to natus b)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - drain break. It was the system stopcock. The nurse was having difficulty turning it and eventually the off tab broke off.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). The customer did not provide the lot number of the affected product. Risk management review: (identify hazard ID) a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 54 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate =(B)(4). Root cause/failure investigation: this case had a drainage system with a damaged drip chamber and system stopcock. Both stopcocks were broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material showed scuffs/abrasions on the lever component. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock valve. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - drain break. It was the system stopcock. The nurse was having difficulty turning it and eventually the off tab broke off.